Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 3.2 and 3.1 were found to be off the bus. A field service engineer tested both drawers using (hta) hardware test application software, and no debris was found under the pockets. All connectors were checked to ensure they were properly seated. The back panel was removed, revealing that the retractor bands were damaged due to the drawers being slammed. Both bands were replaced, and the drawers were tested again. Upon startup, the customer was used to recover both drawers and perform a test. No further issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had failed and unable to recover. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.